Event description:
It was reported that post a coronary stenting treatment procedure, a thrombosis occurred. The lesion, located in the circumflex artery, was predilated with a 2.5x12mm maverick balloon. A 3.0x16mm liberte' bare metal stent was deployed, inflating the balloon to 9 atm's for 20 seconds. The stent was post dilated with the same balloon, inflated to 13 atm's for 20 seconds. Five days later, the patient presented with a sub acute stent thrombosis. The vessel was reported to be "full of thrombus". A 3.0x15mm quantum maverick balloon and an export catheter were used to treat the thrombosis. No further patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.